Event description:
It was reported that there was a sign of gas leakage after the tracheal tube was inserted to patient for mechanical ventilation. The tracheal tube had to be removed and replaced with a new one to maintain ventilatory support. Examination of the removed tracheal tube found gas leakage from the junction between the balloon and tube body. Leakage of tracheal tube balloon may lead to insufficient ventilatory support and increase risk of aspiration for patient. Replacement of tracheal tube is a risk as difficult intubation may encounter. There was patient involvement and there was no patient harm.

Manufacturer narrative:
Device evaluation: no product was returned for evaluation. One photo with no known lot number was sent for assessment. The image received depicts an intubation tube, the photo centers on the cuff¿s seal. The complaint description mentions a gas leakage on the seal between the cuff and tube body. No clear indication of a leakage can be identified on the image. No assessment can be made due to the low resolution and lack of detail on the photo. Leaking cannot be confirmed as no sample was returned for evaluation and no defect can be identified on the images sent.